Manufacturer narrative:
B3: unknown; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the device shuts off intermittently when moved. There was no patient involvement.

Manufacturer narrative:
H6: evaluation codes updated device evaluation: one device was received. A visual inspection found that the spring contacts were rusty and the lcd lens was cracked. A review of the event log did confirm several instances of the unit shutting down and many downstream occlusions. During the functional testing, the customer reported complaint was able to be confirmed. The cause of the issue was found to be a faulty pwa. The pwa was replaced as well as the dso sensor and lens. Service history identified that no previous repair has been noted in the last 12 months. A device history record (DHR) review reported no discrepancies or non-conformances during the manufacturing of the reported serial number.